Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). Following additional high level disinfection at (B)(4), the subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, pseudomonas-aeruginosa-group (not pseudomonas-aeruginosa) were detected from the air/water channel of subject device. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility, the subject device tested positive for unspecified bacteria. The subject device had been disinfected using an olympus automated endoscope reprocessr model mini etd 2 (not available in the u.s.) With peracetic acid. There was no report of infection associated with this report.